Event description:
Caller reported multiple instances where the continuous glucose monitor did not issue a fixed low alert despite the blood glucose reading being low on the graph for a couple of months. The blood glucose level was affected, dropping to 40 mg/dl, but the caller managed the situation by consuming carbohydrates without additional assistance or loss of consciousness, preventing any injury. To resolve the issue, customer support agreed to replace the pump, while the caller continued to use their current pump and the associated mobile app for insulin delivery.